Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element,mr,ous 2.50x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the most proximal stet strut row; struts were lifted. Damage was noted to the most distal stent strut row; struts were stretched and pulled in a distal direction. The undamaged mid-stent crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. Upon return the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. A 0.014¿¿ guide wire was inserted into the device without issue. Using an encore hand held inflation device the balloon was inflated to 18 atm without issue and the stent was deployed. A vacuum was pulled and the balloon deflated in 5 seconds, this is within deflation time specification of 30 seconds as per direction for use with a stop watch used. No issues were noted with device functionality. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-apr-2018. It was reported that advancing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed concentric, de novo target lesion was located in the mildly calcified left circumflex artery. Pre-dilatation was performed resulting to 80% residual stenosis. A 2.50x24mm promus element ¿ stent was advanced; however, significant resistance were encountered during insertion and advancing of the device. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed proximal and distal stent damage.